Event description:
The pt was hospitalized with elevated blood glucose levels nad dka.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation has not yet been completed. The pt's mother stated that the pump emitted an empty cartridge alarm and the pt did not replace the cartridge, therefore, the pt did not receive insulin for several hours.